Event description:
Pt complained of chest pain, swelling, and occasional fever. Believes symptomatic of breast implant. Right implant removed 11/19/96. The medical device cannot be ruled out as a possible cause of pt's complaints.